Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that her device was turned off. The patient asked if the device could affect her bowel movements (bm). She reported that she noticed that one day she could just go a little bit, but the next day she could have 6-7 pieces, regular size. They had same color and with no blood. She checked her bm all the time, and she was worried about colon cancer. She had everyone in her family die from cancer. Patient mentioned she was taking metamucil every morning. Additional information from the patient reported they were waiting for the healthcare professional (hcp) to come back from the leave. The patient noted they are supposed to bring in a new hcp that can removed this and when they do, the patient planned on having it taken out. The patient noted the rest should be fixed. The patient continued the problem is ok. The patient noted they just let it work out itself out. The patient noted the circumstances that led to the bowel movement issue were different things, medication and they stopped taking their metamucil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.